Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed. Given the lack of available event and device details, no root cause established. The relationship between the coopervision device and the incident is unconfirmed. As it is unknown which eye (os/od), or if both eyes (ou) were involved, and patient is using different device in each eye, please refer to linked manufacturer report: (B)(4) 9614392-2025-00031 for associated incident report.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient alleges that they were diagnosed with an unspecified eye infection after wearing contact lens. Good faith efforts have been made to obtain further information from the patient, including the treating physicians contact information, without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown nature, or severity of the alleged infection with lack of medical information regarding diagnosis, treatment, and outcome, and the potential for serious or permanent injury, or medication to prevent or preclude the occurrence of such event, associated with some ocular infections, should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. As it is unknown which eye (os/od), or if both eyes (ou) were involved, and patient is using different device in each eye, please refer to linked manufacturer report: (B)(4) 9614392-2025-00031 for associated incident report.